Manufacturer narrative:
Conclusion states event was confirmed due to receipt of revision implant sheet. Reported event: an event regarding revision surgery involving a ceramic head was reported. A revision implant sheet was provided and therefore, the event was confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a primary and revision implant sheet that patient's left hip was revised. A 36 +0 biolox head was revised to a 36 -5 biolox head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a primary and revision implant sheet that patient's left hip was revised. A 36 +0 biolox head was revised to a 36 -5 biolox head.